Manufacturer narrative:
New, updated and corrected information is referenced. Please refer to update statement dated 01apr2016. No further follow up is planned. Evaluation summary a male patient reported that his humapen device cartridge holder was cracked due to using excessive force. He experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen ergo ii based on the start of the patient's therapy (2014) and product available in (B)(6) at that time. The user manual provides instructions for the proper care and storage of the device. There is evidence of improper use. The patient reported the cartridge holder was cracked due to using excessive force (not related to the manufacturing process). It is unknown if this was relevant to the complaint of increased blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer who contacted the company to report an adverse event concerns a (B)(6)-year-old-(B)(6) male patient. Medical history included hypertension. Concomitant medications included metformin hydrochloride, nifedipine and irbesartan for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) cartridge via reusable humapen ergo ii, 16 units in the morning and 14 units in the evening, subcutaneously for the treatment of diabetes mellitus beginning in (B)(6)-2014. On (B)(6)-2016, he experienced high blood glucose and was hospitalized. On (B)(6)-2016, the cartridge was chapped due to overexertion ((B)(4)/lot unknown for the pen). Information regarding corrective treatment and outcome of event was unknown. Human insulin isophane suspension 70%/human insulin 30% was continued. The operator of the device and training status was unknown. The general and the suspect device duration of use was since (B)(6)-2014. The device was not returned. The reporting consumer did not know if the reported event was related to human insulin isophane suspension 70%/human insulin 30% or its device. Update 16mar2016: upon review, this case was opened to add the product complaint number to the narrative, and update the medwatch fields for regulatory reporting. Update 01apr2016: additional information received on 31mar2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the improper use and storage to yes; updated the device model to a humapen ergo ii based on the color; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative. Edit 12-apr-2016: information regarding pc number was received on 11-mar-2016. No new information was added to the case since pc was previously processed.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this solicited case, reported by a consumer who contacted the company to report an adverse event concerns a (B)(6)-chinese male patient. Medical history included hypertension. Concomitant medications included metformin hydrochloride, nifedipine and irbesartan for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) cartridge via reusable humapen unknown type, 16 units in the morning and 14 units in the evening, subcutaneously for the treatment of diabetes mellitus beginning in (B)(6) 2014. On (B)(6) 2016, he experienced high blood glucose and was hospitalized. On (B)(6) 2016, the cartridge was chapped due to overexertion ((B)(4)/lot unknown for the pen). Information regarding corrective treatment and outcome of event was unknown. Human insulin isophane suspension 70%/human insulin 30% was continued. The operator of the device and training status was unknown. The device model and the suspect device duration of use were not reported but started in (B)(6) 2014. If device was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know if the reported event was related to human insulin isophane suspension 70%/human insulin 30% or its device. Update 16mar2016: upon review, this case was opened to add the product complaint number to the narrative, and update the medwatch fields for regulatory reporting.